Event description:
Additional information received indicated valve-in-valve procedure was completed on (B)(6) 2024.

Event description:
Edwards received notification from an echo core lab report of an evoque valve in tricuspid position where it was reported on pod 364, device leaflet restriction and mildly stenotic moderate transvalvular tricuspid regurgitation due to pannus overgrowth. The patient has a thrombotic valve and is symptomatic as of 1-year post implant, along with severe central regurgitation. Surgical intervention is not an option; however, the physician is considering a percutaneous option.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for nsvd-host tissue was confirmed with objective evidence. No manufacturing non-conformities was identified from the imaging evaluation. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. The complaint for thrombus formation (device) post procedure was confirmed with objective evidence. No manufacturing non-conformities was identified from the imaging evaluation. Possible contributing factors can include patient (anticoagulant regiment, underlying coagulopathy), procedural, or a combination of these factors. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The complaint for valve function / performance, nsvd host tissue was unable to be confirmed. A definite root cause is unable to be determined with the available information. Since the applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. The complaint for valve function / performance, leaflet thickened was confirmed. A definite root cause is unable to be determined with the available information. Since the applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. After a year of the evoque implantation, severe tricuspid regurgitation (tr) occurred, which required intervention. A valve-to-valve procedure was performed to correct the issue. Since the applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.